Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. However, the customer was unable to reload the cartridge and resume insulin therapy because they were on a job site without their supply. Technical support advised the customer to call back later when their supply was available, and the case was left open for follow-up.